Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode of 270 mg/dl blood glucose (bg) due to eating a dessert and changing out supplies took a while. The user did not announce a full meal of carbs and was told not to announce on the first week of the ilet. The agent went over best practices with the user. The user let the pump correct bg and did not require medical intervention or further follow up.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.